Event description:
It was reported that the atrial refractory event was unexpected and was confusing to the observer, which may have led to false diagnostic data. Reprogramming to different modes and then back to managed ventricular pacing did not solve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.